Event description:
It was reported that the tyvek was ripped. No patient involvement. No device returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.